Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, lot# /serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (800 mcg/ml at 4.8 mcg/day) and morphine (9 mg/ml at .0567 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that she changed the dose on the pump and the patient left but when looking at the programming it didn't look right. She stated that the patient had morphine and baclofen in the pump, and the morphine was the primary drug. She stated that the new dose was 640 mcg/ml. It was explained that number represented a concentration not a dose. She then stated that the dose for the morphine looked very low. It was determined that the hcp had programmed the pump to minimum rate mode. She confirmed that she did fill the pump today with a different concentration and did not program a bridge bolus. Per the hcp, the patient had previously been getting 800 mcg/ml, but she filled it with 640 mcg/ml and did not program a bridge bolus. It was explained that the patient was currently getting the 800 mcg/ml concentration that was in the internal pump tubing and it was currently running at a non-therapeutic rate. Per the hcp, she had already left the patient a voicemail to return for reprogramming. The potential for baclofen withdrawal was discussed.